Event description:
Information provided states that during a two-level acdf surgery the two drivers were stripping making it difficult for the screws to stay on the drivers. There were no adverse effects to the patient. The case was successfully completed with the drivers.